Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under their breasts and the electrodes. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removal of the device due to the skin irritation. Follow up indicated that the skin irritation improved.